Event description:
During a use of the device in a cardiopulmonary bypass procedure , the user reported the roller pump displayed an "overspeed" error message. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.